Event description:
The customer reported to olympus, that during procedure, the air nozzle was clogged on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, foreign material resembling a white gelatin-like substance was found clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material resembling a white gelatin-like substance clogging the nozzle. It was not possible to identify from when the foreign material has been remained in the nozzle. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: water tightness was lost due to a cut on switch (sw) 1. The control unit had a crack. The scope (s) cover was shaved. The air/water (aw) cylinder and s-cylinder had discoloration. The label on the s-connector was peeled. Due to clogging there was no air or water fed. Due to wear of the angle wire, the play of the up/down/right/left knob was out of the standard value. The probe (c) cover had a dent and the adhesive on the bending sheath cover (a-rubber) had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported nozzle clog appeared to be a white gelatin-like material but otherwise could not be identified. The root cause of the issue could not definitively be determined, however, it probable that due to the observed leak at switch 1, the device reprocessing could not properly be performed. The event can be detected/prevented by following the instructions for use which state: ¿ inspection of the air-feeding function¿ ¿ inspection of the objective lens cleaning function¿ ¿ if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿. ¿ to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use¿. Olympus will continue to monitor field performance for this device.